Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer was on intravenous treatment. It was unsure if customer was using auto mode at the time of incidence. Customer reported vomiting and stomach problem. The insulin pump will be returned for analysis.